Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. The pump powered up to a dim and discolored display screen with auditory and vibratory features. The keypad cover and the bolus cover were peeling with no tactile issue found with the buttons. Removal of keypad cover did not find any anomalies to the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on results of investigation completed on 11/11/2014.